Event description:
Procedure type: cardiac surgery. According to the reporter: the clips did not close correctly, they remained opened in the proximal area, but did not in the distal one. As they do not close correctly in the proximal area, this area is loose or bleeds and does not perform vessel occlusion. Leakage was detected post operatively and re-intervention after some hours of the first surgery was performed. Blood loss was more than 500cc. The bleeding alerted the hospital personal that the patient would require re-operation. Clips fell into the patient cavity during the first surgery; however, the clips were removed using forceps. In the re-operation they did not use any surgiclip device. The surgeon only used sutures and ligations. The patient needed a cardiac massage. The present status of the patient is good.

Manufacturer narrative:
(B)(4).